Event description:
Customer reports an infusor containing 2338mg of 5fu in saline to a total volume of 84ml overinfused in 1 to 2 days instead of an anticipated 7 days. The customer reports the pt was, "under treatment for side effects-mainly diarrhea, very low white blood cell count." On 4/30/99. On 5/12 the customer reported the "pt is doing fine."